Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, blank display, pump error 49, pump error 75, charge/battery lasts less than expected, unexpected battery power loss, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. Customer reported that pump was recently exposed to moisture. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass selftest. Customer reported receiving a pump error. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned.

Manufacturer narrative:
The pump passed the displacement test and active current test. The pump failed the sleep current test. The pump failed the self test due to appearance of pump error 75. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a pump error 75 alarm on the event date of 19-may-2024 at 22:31:58.000. Pump alarmed 2 pump error 68 alarms on the event date of 19-may-2024 at 22:00:52.000 and 22:08:34.000. Pump alarmed 2 pump error 49 alarms on the event date of 19-may-2024 at 22:00:52.000 and 22:08:34.000. Pump alarmed a replace battery alert on 18-may-2024 at 09:00:00.000 and was unexpected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Also found dried insulin on the motor assembly. Blank display was not confirmed during testing. Pump error 49, pump error 75, charge/battery lasts less than expected, unexpected battery power loss, and high sleep current measurement were confirmed due to moisture damage on the electronic assembly. Device test failed was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.